Manufacturer narrative:
Date received by manufacturer: 20oct2019. Date of report: 23oct2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touch screen was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test touch screen failed several tests, including calibration and setting changes. It was determined that this touch screen failed due to multiple resistance failures which were found to be out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a touch screen failure. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. No patient involvement / harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16oct2019.

Event description:
The customer reported a ventilator with a touch screen failure. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. No patient involvement/harm.